Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual assessment was performed which found that the cord was torn near the connector exposing the wires. It was determined that this was due to mishandling (user error) by using excessive force by pulling on the cord. This was further defined as user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgery, it was observed that wires were exposed and sheathing came out on the motor device. It was further reported that the plug end of the drill was pulled from sheath. There were no delays in the surgical procedure as an identical spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.